Event description:
Related manufacturer report number: 1627487-2023-02147, 1627487-2023-02148. Additional information received reports that the patient underwent surgical intervention on (B)(6) 2023 in which their paddle lead was explanted and replaced. During the procedure the patient's quattrode leads were also removed due to scarring around the leads.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-07043. It was reported that the patient's ipg would not longer communicate after a unrelated procedure. It was also reported that the patient's lead had migrated that was confirmed via imaging. Surgical intervention is pending to address these issues.

Manufacturer narrative:
Event date: event date is estimated.